Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had needed to be recovered multiple times. The field service engineer (fse) noted that tower door 3 had been failing frequently, although it could still be recovered. The fse found that the latch assembly contained the old-style white switches, and all of the other latches were also the older style. The fse upgraded the latches to the new-style latch assemblies. After the replacements, tower doors 1 and 2 would not open in the hardware test application. The fse replaced the tower door controller. The tower functioned properly after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 the latch was clicking and not working. After multiple recoveries it needed maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.